Event description:
It was reported that on (B)(6) 2022, the device was affected. It involved the portion strike of the inserter handle. There was no patient involvement. No additional information was reported. Product investigation on january 25, 2023 determined that the device was broken. This report involves one driving cap/threaded. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Reporter is a j&j employee. Part: 03.010.523, lot: 8836145, manufacturing site:(B)(4), release to warehouse date: 09.may.2014. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of driving cap/threaded, p/n: 03.010.523, broke off. The broken fragment was returned stuck in the returned rad insrt h&le for expert alfn/100. No other problems identified. A dimensional inspection was unable to be performed due to not post-manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the cap/threaded, p/n: 03.010.523 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Yes, reviewed. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial , a follow-up will be filed as appropriate.